Event description:
It was reported that the physician treated a patient by implanting an everflex stent at the left mid superficial femoral artery. Lesion type was "plaque". Lesion had little tortuosity, little calcification and 80% stenosis. Artery diameter was 5-5.5 mm and lesion length was 130 mm. A 6f sheath was used. A .014/6 mm spider embolic protection device was also used. IFU was followed. Vessel was pre and post-dilated. H1-m also used to prep vessel. It is reported that during recovery of the spider device, the physician noticed the spider had locked-up with struts of everflex stent. After manipulation with the 6f catheter, the spider was removed. A slight strut malformation was noticed. Stent was then post dilated again and another overlapping everflex stent was implanted in the vessel to ensure a smooth lumen. No further patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.